Event description:
It was reported that during routine follow up, the device could not be interrogated. The patient had received hyperbaric therapy. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received no communication could be established between the device and the programmer upon receipt. Upon further investigation, communication was established. The device was tested using automated test equipment and was found to be normal. A longevity calculation was performed and was found to be within the expected limits. The communication anomaly was lost during testing and the cause could not be determined.